Manufacturer narrative:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) migrated onto the shaft and could not be deployed. Manual compression was performed for twenty minutes. There was no reported patient injury. The physician achieved certification on the use of the mynxgrip vascular closure device (vcd). The device was stored according to the instructions for use (IFU), and the storage temperature did not exceed 25 °c. No anomalies were noted prior to use. The device was not purged of air during preparation. A 6f non-cordis sheath introducer was used during the procedure, with no kinks observed after removal. The stick location was above the femoral head, and the vessel diameter was verified to be greater than or equal to 5 mm. The vessel was reported to have moderate tortuosity. The deployer shuttled down completely. The patient's body habitus was not thin. Other procedural details were requested but were not provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with no syringe returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was exposed on the catheter shaft, and the advancer tube was in its manufactured position. The sealant sleeve was found in its manufactured position, and the balloon showed no abnormal condition. No additional anomalies were observed during this analysis. The inflation/deflation test could not be performed due to an excessive amount of saline substrate present within the inflation lumen, which prevented execution of this evaluation. No additional functional analyses were required. An advancer tube deployment simulation was performed to assess the mechanism functionality. No issues were noted, and no impediments were identified that could obstruct proper advancement of the advancer tube. The reported event of ¿sealant-sealant-misdeployment-complete¿ was not observed through analysis of the returned device as the received condition indicates that the deployment mechanism had not likely been initiated into a procedural sheath. However, the sealant was noted to be exposed and deployed on the shaft. The exact cause of the issue experienced could not be determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer since the device condition did not match the event description. It was stated that the user shuttled down completely; however, the sealant sleeve was still in its manufactured position, indicating that the shuttle was not advanced into a procedural sheath in order to deploy the sealant. Therefore, it is more likely that the exposure of the sealant on the shaft occurred prior to insertion into the sheath. As there were no issues noted with the shuttle or advancer tube during analysis, handling factors most likely contributed to the exposure of the sealant noted on the returned device. According to the mynxgrip IFU, which is not intended as a mitigation, it instructs during the device preparation step, ¿remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing.¿ it should be noted that if the device was grabbed by the catheter handle instead of the green or gray shuttle hub when being removed from the packaging, the shuttle could detach from the black handle, resulting in the sealant being exposed prematurely. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states in step 2: deploy sealant, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, possibly resulting in the sealant deploying above the arteriotomy/venotomy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f¿7f mynx grip vascular closure device (vcd) migrated onto the shaft and could not be deployed. Manual compression was performed for twenty minutes. There was no reported patient injury. The physician achieved certification on the use of the mynx grip vascular closure device (vcd). The device was stored according to the instructions for use (IFU), and the storage temperature did not exceed 25 °c. No anomalies were noted prior to use. The device was not purged of air during preparation. A 6f non-cordis sheath introducer was used during the procedure, with no kinks observed after removal. The stick location was above the femoral head, and the vessel diameter was verified to be greater than or equal to 5 mm. The vessel was reported to have moderate tortuosity. The deployer shuttled down completely. The patient's body habitus was not thin. Other procedural details were requested but were not provided. The device will be returned for evaluation.